Event description:
The customer reported the probe is leaking and they are failing platelet backgrounds on startup on the coulter act diff 12 analyzer. The volume was reported as 5 ml and the leak is not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the dual diluent filters were the cause of the probe leak and the failing plt background. The fse performed a decontamination procedure to resolve the failing plt background and dual diluent filters were replaced to resolve the probe leak reported. (B)(4).